Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with central corneal abrasion in the right eye (od) that was discovered at a post treatment. A bandage contact lens (bcl) was placed in the eye. The patient¿s comments were of blurry vision and foreign body sensation. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from 5/4/2019, right eye pre-op was 20/20 -1.50 x .00 x 90 and left eye pre-op was 20/20 -1.50 x -.75 x 178. Bcva from (B)(6) 2019, right eye post-op was 20/200 and left eye post-op was 20/20.